Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation is not complete. Terumo plans on submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiovascular bypass surgery, during prime, the isolator line was leaking. The product was changed out and the surgery was completed successfully.